Manufacturer narrative:
During a procedure, the distal cap was visible on the endoscope screen, but when a malfunction occurs the device was not displayed. Therefore, the malfunction was easily detectable and the device was easily retrievable. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. However, fujifilm determined that the effect was not sufficient, so the structure of this product was changed. Improvements were not applied to this lot. Fujifilm will continue to monitor complaints for similar issues.

Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving with dh-28gr. It was reported that the hood separated and fell into the gastrointestinal tract. The piece was retrieved and a new hood was attached to the endoscope, and the procedure was completed successfully without harm or injury.